Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The date of the event is an approximation. The patient experienced inaccurate readings on (B)(6) 2025 even after a calibration would have been done, the cgm was not reading in range and the pump kept delivering insulin. On (B)(6) 2025 the day of the event the patient experienced a hypoglycemic event and experienced a seizure, confusion, nausea, and high blood pressure. According to the patient, during the event the cgm reading was reading in a normal range. It is unknown how, but the patient went to the hospital. The patient was treated with intravenous dextrose and was discharged without having been submitted. No specific cgm nor blood glucose reading was reported from the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was still feeling unwell, but the patient recovered from the hypoglycemic event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025 when they went to the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.